Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary auxiliary drawer 7.2 had failed and was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer auxiliary 7-2 was initially not detected on the bus. A field service engineer ran diagnostics, and all pockets were visible. Upon opening the back panel, the retractor cable on the back of the controller board was found to be improperly seated and was reseated. All functions operated correctly, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.